Event description:
In 2009, patient reported hard knots in her stomach, ongoing e4 (occlusions), and increased blood glucose. She stated this has been ongoing for 2 months. Patient reported her most recent occlusion was this morning and her blood glucose has elevated to the range of "hi" (>600 mg/dl). Patient's target blood glucose range is 80-120 mg/dl. She stated she has been correcting blood glucose by delivering insulin through injections and her infusion device. Occlusion was not occurring at the time of the call. Discussed use of insertion device and proper site rotation. Advised to avoid using front of abdomen due to knots and scar tissue. Reviewed possible and recommended infusion sites. Patient reported she spoke with her endocrinologist regarding concerns, and it was recommended she try a different insulin. Reviewed manufacturer's insert and that insulin should be changed every 48-hours when used in infusion device cartridge. Patient reported she had surgery and has received 2 steroids shots, which she states she knows will affect her blood glucose. Reviewed troubleshooting completed on her own when e4 occlusion occurs. Patient stated the infusion set has been discarded. Sent infusion set insertion device, replaced infusion sets, and no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.